Event description:
A (B)(6) distributor contacted zoll customer support reporting that two battery charger/modems would not power on. The distributor was issued replacement charger/modems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. No adverse event resulted from the defective memory of the chargers. The distributor received replacement battery charger/modems. Device manufacture dates: sn (B)(4): 08/01/2011, sn (B)(4): 03/01/2011.